Manufacturer narrative:
The user facility reported that they inadvertently implanted an expired ventralight st and was removed. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as the estimate based on the date of awareness. If/when additional information is provided, a supplemental emdr will be submitted. Not returned.

Event description:
As reported, during a laparoscopic ipom (intraperitoneal onlay mesh) plus procedure, the patient underwent implant of a ventralight st 6" (15cm) mesh using a 3 mm trocar and tacked it with a non-bard (protack) device. Once the surgeon did the procedure, the nurse noticed that the mesh had expired 2 weeks ago and then the mesh was removed and another mesh was placed.